Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2015. Patient's father tested alert functionality and reported tone alerts were not functional but device vibrated. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).